Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. When unpacking and removing the stent protector, the stent dislodged unnoticed. The device was inserted and the balloon inflated without the stent. At this point it was noticed that no stent was on the balloon. The stent was found on the table. The device was withdrawn and another stent was used.

Manufacturer narrative:
Combination product: yes. 13-oct-2022 lot number is incorrect. Closing this report and replacing it with the correct information on MDR-1028232-2022-05276.